Event description:
It was reported by the surgeon that the screwdriver is bent. While inserting the screw, it did not go through the wire. The screw drove the wire into the hip. The wire had to be removed and the screw was implanted without a guide.

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the probable root cause of the event was confirmed. The event of ¿protrusion of target wire¿ was not confirmed (only reported by the user but actually not confirmed by x-ray images). A review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The thread of the inner rod of the lag screwdriver is significantly damaged, plastically deformed and abraded and the diameter of the cannulation is evidently decreased by deformed material. The appearance and the extent of the damage indicate that the event is related to an intra-operative procedure while using an already pre-damaged instrument (lag screwdriver). The event of ¿protrusion of targeting wire¿ is theoretically conceivable under the following assumptions: the pre-damaged screwdriver had been used even these damage should have been detected and the instrument should had been replaced prior to use. Most probable course of events: furthermore instructions given either in the IFU and the instructions for cleaning, sterilization, inspection and maintenance as well as in the operative technique request the user to inspect the instruments prior to use. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is most probably linked to misuse. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.